Event description:
New information received notes that the right atrial had also exhibited over-sensing of noise and inappropriate automatic mode switch.

Event description:
It was reported that a patient presented in-clinic for an elective replacement procedure. Flouroscopy and venography performed on (B)(6) 2021 prior to the procedure revealed that the right atrial (ra) lead was fractured. Interrogation of the ra lead also revealed signal artifact on the ra lead. The ra lead was capped and replaced on (B)(6) 2021. No patient consequences were reported.